Manufacturer narrative:
Co rep evaluated the unit. Corrections included reconfiguring the setting to interface with a gas module. Unit was tested to factory's specifications.

Event description:
Customer reported an issue with passport v monitor, which may have affected co2 monitoring. No patient injury was reported.